Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reported oversensing on the lead. This lead was capped on (B)(6) 2014 and replaced with a similar lead.